Manufacturer narrative:
A supplemental report will be submitted upon the review of medical records by post market clinical and completion of the plant's investigation.

Event description:
On follow-up, a peritoneal dialysis (pd) nurse reported the patient had confirmed coagulase negative staphyloccus peritonitis. The patient is being treated with vancomycin.